Event description:
The second of two reports involving the same product from the same facility. A triad skull clamp 40a1108 was thought to be locked however, it slipped on a patient and caused a cut. It appears that the lock jams occasionally. Additional information has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.